Event description:
It was reported that the pt experienced an infection at the pump pocket site. The pump was explanted. The pump contained lioresal. Per the reporter, the pt was "fine". The pump was discarded/destroyed by hospital. Additional information will be provided when available.

Manufacturer narrative:
(B)(4).